Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90g0. Serial: (B)(6); product type: 0001-accessory; implant date ; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device for the treatment of bladder issues it was reported that . That since about (B)(6) of last year noticed that the therapy has been turning off and on, sometimes after going through a metal detector. Patient said that saw the local medtronic representative at hcp office for device check and said that representative reprogrammed the setting. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient's communicator isn't responsive and is being replaced. The caller was redirected to follow up with patient services after receives replacement communicator and charged it up to resume troubleshooting. Additional direction provided that patient monitor and track their environment when they notice stimulation sensation has changed and connect to implant to verify therapy status. The patient's relevant medical history included the reason for call was to report that has been having issues with the communicator wasn't holding a charge and unable to connect to implant. When asked, patient said that the last time charged was about a month ago. The communicator didn't turn on during the call, the issue was not resolved through troubleshooting. An email was sent to the repair department.